Event description:
User alleges they orally intubated the pt. Upon removal of the stylet found it difficult to remove. Once removed they noticed part of the stylet covering was missing. They removed the endotracheal tube and re-intubated the pt.